Event description:
It was reported that this inflatable penile prosthesis (ipp) pump could not inflate the device. A surgical procedure was performed, in which fluid loss was noted, with its source traced to the pump. A combination of fluid and air were observed in the same component, suggesting a potential connection issue, as no visible perforations or holes were identified. All components were removed and replaced with a new ipp tenacio device. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).